Event description:
After an implantation period of approx. 18 months, oversensing with inappropriate therapies was reported.

Manufacturer narrative:
The ICD and the lead were not returned for analysis. The analysis is therefore only based on the returned device data. The returned device data have been analyzed. During inspection of the available iegms the occurrence of noise could be confirmed in the right ventricular channel, leading to multiple charging cycles that resulted in two shock deliveries. The data further showed strong fluctuating ventricular threshold values. Based on the information available for analysis the root cause of the clinical observation was not determinable. Should, however, additional relevant information or the device itself become available, this investigation will be updated.